Manufacturer narrative:
B5: upon follow up it was reported the patient's initial blood pressure was reported as 100/60. During the event ¿tas 200 was maintained¿ and was reported as 150/90 for 15 minutes. It was reported a bolus of versed and fentanyl were administered (no further details). The patient outcome was reported as ¿ta restored after medication and surveillance¿. The device was received for evaluation. A review of the event history log identified downstream occlusion messages. During evaluation it was observed that the downstream alarm pressure limit was set to low. Downstream occlusion alarms were duplicated during flow accuracy testing. The reported condition was verified. The cause of the condition was determined to be the force sensor current reading out of the calibrated specification. The force sensor was calibrated to correct this condition. The downstream occlusion test was performed and the device passed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion with a spectrum iq pump, a downstream occlusion alarmed. It was reported the patient was undergoing a bronchoscopy and was receiving fentanyl 150mcg/h and a curare (unknown dose). There were no signs of occlusion, the clamps were opened and the patient's intravenous access was working properly. The nurse unplugged the tubing from the patient and tried to run the infusion without success; the alarm was ongoing. Another pump, bag and tubing were utilized to continue the infusion. The patient's blood pressure was ¿higher¿ during the event. Treatment for the ¿higher¿ blood pressure was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.